Event description:
It was reported that the arctic sun device had error code 80 during use. Per review of wo on 18jun2025, no impact to patient, switched devices.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: erasmus mc rotterdam beneden westzeedijk centrale goederenontvangst all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had error code 80 during use. Per review of wo on 18jun2025, no impact to patient, switched devices.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be reproduced as the device met specifications during testing. Device was brought in fully filled. Customer reported error 80. We couldn't reproduce this error but we saw in in the error log. We checked the connectors in the device and re-seated the circuit board and the processor board. Alarms 80/64 is usually the result of one of the microprocessors in the processor circuit card resetting. We performed a functional test, calibration and an electrical safety test . All test passed without problems. Device is drained after service. This device meets all criteria. A labeling review is not required as the reported issue is unconfirmed. A DHR review is not required as the reported issue is unconfirmed. No additional actions can be taken. Correction: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.